Event description:
During prime for cardiopulmonary bypass, it was reported that the arterial monitor of the heart/lung console had an alarm. The user had to unplug the arterial monitor and move the pressure and temperature cables to the cardioplegia monitor. They were able to finish the case successfully. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.